Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported system error 343, which was not reproduced during evaluation. System error 343 was confirmed through a review of the event history log. However, no component causality was found.

Event description:
It was reported that a spectrum pump displayed system error 343 during a fentanyl infusion (programmed amount and delivery rate unknown). It was also reported there was no patient injury.